Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (321 mg/dl). Reportedly, the customer changed out the pump supplies and tubing, and bg levels remained elevated. System check with tandem technical support was performed, and there was an air bubble at the luer lock. Customer primed the tubing and the air bubble was removed. Customer delivered a bolus to address elevated bg levels.